Event description:
It was reported that the insertable cardiac monitor (icm) fell out of the patient just a few days after implant. No new device was implanted as a replacement. No additional adverse patient effects were reported.